Event description:
It was reported during testing, that the device had the potential to allow a handpiece to run on its own. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury and no adverse consequences were alleged with this event.